Manufacturer narrative:
Correction: h.1.

Event description:
A contact for a peritoneal dialysis (pd) patient contacted technical support. The patient was experiencing a medical emergency and needed to disconnect from the liberty select cycler to go to the emergency room (ER). Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the ER due to a syncopal episode. The patient had been experiencing these episodes. The doctors have not determined the cause. The patient¿s blood pressure and blood glucose have been within normal limits. The patient was discharged from the ER. Approximately 8 hours later, the patient returned to the ER due to another episode. The patient was not in treatment at the time. The patient was admitted to the hospital and remains hospitalized. The pdrn stated that the episodes are not related to the patient¿s pd treatments or any fresenius product(s).

Manufacturer narrative:
Clinical review: the nurse stated state that the episodes are not related to the patient's pd treatments or any fresenius product(s). There is no indication of a serious injury, patient death, or other adverse event the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A contact for a peritoneal dialysis (pd) patient contacted technical support. The patient was experiencing a medical emergency and needed to disconnect from the liberty select cycler to go to the emergency room (ER). Additional information was provided by the patient's peritoneal dialysis registered nurse (pdrn). The patient went to the ER due to a syncopal episode. The patient had been experiencing these episodes. The doctors have not determined the cause. The patient¿s blood pressure and blood glucose have been within normal limits. The patient was discharged from the ER. Approximately 8 hours later, the patient returned to the ER due to another episode. The patient was not in treatment at the time. The patient was admitted to the hospital and remains hospitalized. The pdrn stated that the episodes are not related to the patient¿s pd treatments or any fresenius product(s).

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer. A visual inspection of the returned cycler exterior showed no signs of physical damage.there were no visual indications of dried fluid within the cassette compartment on the pump.there were no visual indications of particulates within the cassette area.there were no burrs or sharp edges in cassette area that may have punctured a cassette membrane.a (as-received with reduced dwell) simulated treatment was performed and completed.valve actuation test ¿ passed.system air leak test ¿ passed.the device history record did not reveal any issues or problems related to the reported symptom code(s). The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A contact for a peritoneal dialysis (pd) patient contacted technical support. The patient was experiencing a medical emergency and needed to disconnect from the liberty select cycler to go to the emergency room (ER). Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the ER due to a syncopal episode. The patient had been experiencing these episodes. The doctors have not determined the cause. The patient¿s blood pressure and blood glucose have been within normal limits. The patient was discharged from the ER. Approximately 8 hours later, the patient returned to the ER due to another episode. The patient was not in treatment at the time. The patient was admitted to the hospital and remains hospitalized. The pdrn stated that the episodes are not related to the patient¿s pd treatments or any fresenius product(s).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A contact for a peritoneal dialysis (pd) patient contacted technical support. The patient was experiencing a medical emergency and needed to disconnect from the liberty select cycler to go to the emergency room (ER). Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the ER due to a syncopal episode. The patient had been experiencing these episodes. The doctors have not determined the cause. The patient¿s blood pressure and blood glucose have been within normal limits. The patient was discharged from the ER. Approximately 8 hours later, the patient returned to the ER due to another episode. The patient was not in treatment at the time. The patient was admitted to the hospital and remains hospitalized. The pdrn stated that the episodes are not related to the patient¿s pd treatments or any fresenius product(s).